Event description:
Taxus express2 clinical study. It was reported that following a coronary artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated in the index procedure was a 2.25 mm, 90% stenosed, 84.0 mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation of 16 atms and successful placement of a 2.75 x 32 mm taxus express2 stent at 8 atms. The lesion was post dilated and ivus was performed. The stent was well apposed. During the procedure, two non bsc stents were implanted in the mid and distal lad. The pt was discharged 6 days post procedure. At 391 days after the index procedure, the pt experienced angina. The pt complained of chest pain. Eight days later, a percutaneous coronary intervention (pci) was performed. The physician performed balloon angioplasty to treat the lesion. The pt was discharged 9 days later on plavix and aspirin.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure, and is noted within the dfu.